Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain the blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood splashed over the patient's clothes due to a hole on the tubing."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary; the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 11 photos and 56 customer samples were received for review and analysis. The failure mode of leakage cannot be confirmed based on photo analysis as the photos do not show evidence of blood escaping from the tubing as the devices have not been used yet. Therefore, this failure mode cannot be confirmed based on photo analysis. The reported failure mode of damaged tubing can be confirmed based on photo analysis as the photos show evidence of cuts in the tubing. Therefore, this failure mode can be confirmed based on photo analysis. The 48 of the 56 customer samples were subjected to a visual examination for damaged/cut tubing. All 48 customer sample that were tested failed testing by exhibiting cut tubing. Therefore, the failure mode, damaged tubing, can be confirmed based on the customer sample testing results. In addition, 48 of the 56 customer samples were subjected to a submerged leak test. 19 of 48 customer samples failed testing by exhibiting leakage from the tubing. Therefore, leakage can be confirmed based on the customer sample testing results. In addition, 100 retain samples were subjected to a visual examination for cut tubing. 1 of 100 samples failed testing by exhibiting cut tubing. Therefore, the failure mode of damaged tubing can be confirmed based on the retain sample testing results. In addition, 30 retain samples were subjected to a submerged leak test. 1 of 30 retains failed testing by exhibiting leakage from the tubing. Therefore, leakage can be confirmed based on the retain sample testing results. Bd is able to confirm the customer¿s reported failure mode damaged tubing with the photos, customer sample testing results and retain sample testing results. Bd is able to confirm the customer¿s reported failure mode leakage with the customer sample testing results and retain sample testing results. Bd has initiated a corrective action to remediate this issue. CAPA 4688284 has been initiated. The reported failure mode of dirty barrel can be confirmed based on photo analysis as the photos show evidence of a foreign matter either on or inside of the barrel. Therefore, this failure mode can be confirmed based on photo analysis. Bd is able to confirm the customer¿s reported failure mode dirty barrel with the customer photos received. A definite root cause could not be determined without the failed physical sample as this defect was not detected in the customer samples received or the retain samples tested. Therefore, no root cause from manufacturing was identified as a contributor.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain the blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood splashed over the patient's clothes due to a hole on the tubing."